Event description:
Caller reported a malfunction on the pump with the code malf 16. There was no adverse impact to the customer's blood glucose level. The malfunction was resolved by providing the customer with pump reset information, and they successfully reset the pump without recurrence of the malfunction code. Customer was advised to call back if any issues reoccur, and they acknowledged and understood these instructions.